Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller operating in backup mode was confirmed via the log file and evaluation of the returned controller. The returned controller was connected to a test power module and system monitor and communication with the system monitor could not be initially established, indicating that the controller was still in backup mode. The controller was then disconnected and reconnected; communication was then successfully established and a log file was downloaded without issue as the controller was no longer in backup mode. The controller then successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained the same data as the submitted log file. The log file captured no external power alarms on (B)(6) 2019 at 10:40:36 and (B)(6) 2019 at 17:39:05 due to both system controller power cables being disconnected from external power. The alarm resolved when the power cables reconnected to external power. The no external power events appear to have occurred during power source exchanges in which the patient disconnected both power cables before reconnecting to a new power source. The system controller backup battery supplied power to the system without issue during the losses of external power. A transient backup battery fault was active on (B)(6) 2019 at 17:39:12; the fault did not appear to activate an associated audio/visual alarm and resolved immediately on its own. The log file also captured power cable disconnect alarms that were not associated with power source exchanges and an atypical low voltage advisory alarm on (B)(6) 2019 from 16:58:44 to 17:02:19 while connected to batteries; these events are addressed via the 14v battery and battery clip investigations. The last event in the log file was captured on (B)(6) 2019 at 17:52:20. The log file did not capture the power cables or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events while in backup mode. Since the controller was returned, the log file would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. No other notable events were captured in the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the patient reported a yellow wrench alarm and a ¿call hospital contact¿ message on the system controller on (B)(6) 2019 beginning at approximately 20:20. This alarm was not captured in the log file as the controller was operating in backup mode at this time; however, the alarm is consistent with the controller being in backup mode. The reported yellow wrench alarm, half-lit pump running symbol, and inability to communicate with the system monitor were due to the controller being in backup mode. The root cause of the controller entering backup mode could not be conclusively determined through this analysis. The root cause of the reported no external power alarms was determined to be a user error in which both system controller power cables were disconnected. The root cause of the reported transient backup battery fault could not be conclusively determined through this analysis. There were also incidental findings of dim pump running leds and a missing pin in the black power cable. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault, no external power, low voltage advisory, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources and how to connect the power cables. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the data was not able to be seen on the patient's controller/system monitor. The vad coordinator reported that controller displays a yellow wrench alarm with a half lit "pump running" symbol. The controller was exchanged and had no issues. The file displayed a transient low voltage hazard alarm where the controller operated on external backup battery (ebb) / power save mode on (B)(6) 2019 @ ~10:40am. The event occurred due to a momentary complete loss of external power to the controller due to possible patient error. Appears the event occurred due to a routine change of external power to the controller. The low voltage hazard alarm cleared with a fully charged battery connected @~10:42am. The file displayed a second transient low voltage hazard alarm where the controller operated on ebb / power save mode on (B)(6) 2019 @ 5:39:05 pm. The event occurred due to a momentary complete loss of external power to the controller immediately followed by a transient backup battery fault alarm on (B)(6) 2019 @ 5:39:12 pm. The alarms cleared with a fully charged battery connected @ 5:39:12pm.